Event description:
Reporter alleged blood glucose measured 399 mg/dl at 11pm, however, customer did not have any high glucose symptoms. It was stated at 2 pm, customers glucose was 175 mg/dl and she was shaky and sweaty. Reporter stated customer passed out and an aid treated her with orange juice as a result. No other actions were taken or treatment received reportedly as a result. A requset was made for the return of the suspect device and replacement product was sent.